Event description:
Initial magnesium result 9.0 mg/dl. Same sample repeated gave result of 2.1 mg/dl. The initial result was reported, pt not adversely affected. The field service rep determined the reagent 2 probe was bent. The reagent probe was adjusted.